Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of error code 41171 was verified. The event log was unable to be downloaded. Service determined the microprocessor board will be replaced. Use testing was performed. The problem source is faulty software.

Event description:
Information was received that the cadd solis vip pump had system fault error 41171. No reported adverse effects.